Event description:
It was reported the customer was hospitalized on (B)(6) 2013 for high blood glucose. Customer stated their blood glucose was over 300 mg/dl at the time of admission. The customer reported experiencing headaches due to their high blood glucose. Customer stated the cause of their high blood glucose was from stress. It was also found the customer was in a vehicular accident and they were driving at the time of the accident. Customer also reported being hospitalized in (B)(6) 2013. The details of the customer's hospitalization in (B)(6) was unknown. The customer also reported a button error alarm. Customer's blood glucose was 103 mg/dl at the time of the call. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-93226.

Manufacturer narrative:
No button error alarm noted. The insulin pump had intermittent button response due to corroded keypad traces. It passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The device was unable to prime during prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime and or fill anomaly. Unit had minor scratched display window, cracked window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.